Event description:
The customer reported that the ortho provue analyzer posted an error message indicating a discrepancy between forward and reverse groups of the mts a/b/d monoclonal and reverse grouping card while performing abo type testing on an ab positive patient. Upon further investigation, the customer reported a false negative reaction reading in the anti-b microtube to the gel card.